Event description:
Customer reported that they were attempting to fill the insulin pump and they were unable to rewind all the way. Customer received a motor error alarm on the insulin pump. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 152 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind, due to corroded motor home switch. Unable to perform displacement test, due to motor error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.